Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the procedure resulted in a short study as a result of the device. A repeat procedure will be performed but a date has not yet been established. Additional information has been requested but not yet received.